Manufacturer narrative:
This lot was manufactured may 2, 2017 - may 3, 2017. One actual folfusor was received containing no fluid in the bladder. Visual inspection on the returned unit via the naked eye showed no signs of blockage or physical abnormality that could have caused the reported flow problem. A functional flow rate test was performed on the sample. The flow rates were found to be within the product specification range. The reported issue was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Date of occurrence 2017. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor did not fully infuse; the pump diffused during 10 hours instead 96 hours. The expected infusion time was 96 hours. The folfusor was filled with 4300 mg of 5fu and g5%, fill volume 240ml, volume of solution remaining 230ml. There was no patient injury or medical intervention associated with this event. No additional information is available.